Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and device test failed. The customer's blood glucose value was 320 mg/dl. Customer states the contacts on the battery cap are not missing or damaged. Customer states the display returned. Customer states they performed self test but they are not able to do the self test as the battery out limit was not coming off. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected device test failed noted. (B)(4).